Event description:
Reporter indicated that pt's pulse generator broke through the skin in the chest area. Physician performed revision surgery to re-locate the generator and excised necrotic skin. Both generator and lead remain implanted. The pt was prescribed IV antibiotics for several weeks and will f/u with oral antibiotics after IV course is completed.